Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, failed battery test or battery out limit alarms or blank display noted. All the buttons functioned properly and no button error alarm noted during testing. We were unable to inspect button traces or keypad connector. The insulin pump had missing end cap sticker, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, broken reservoir tube lip and cracked reservoir tube window. The insulin pump passed volume accuracy test. Moisture damaged found on keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's nurse called to report that the customer was hospitalized due to low blood glucose levels. Customer's blood glucose levels at the time of hospitalization was below 40 mg/dl. Customer's nurse reported that the customer is in a coma right now. Customer's nurse stated that the insulin pump alarmed multiple alerts including button error, battery out limit, and failed battery test. Customer's nurse stated that the pump showed a blood glucose level of 24 mg/dl. Customer's nurse stated that the customer may have used methylene diphenyl diisocyanate (mdi). It was not reported whether the insulin pump underwent functional testing. Product is being returned and replaced.